Event description:
It was reported that an impactor broke while inserting femoral implant. The surgical technique was utilized. There was no surgical delay, or foreign bodies retained.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the provided image performed. Clearly shows that one side of the device has fractured away. Unable to perform fracture analysis from the image provided as it does not show a close up view of the fracture surface. Part and lot number confirmed as correct. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.